Event description:
Caller reported a cartridge alarm issue with their pump, which resulted in the blood glucose level being displayed as "high," but the specific value was unknown. To address the issue, the customer administered a correction bolus via the pump and did not require assistance from any third party. The technical support team (cts) confirmed that the customer had reported cartridge alarms with consecutive cartridges, and as a result, they decided to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued without interruption. Additionally, cts provided instructions to switch the pump to storage mode before returning it and advised the customer on programming their replacement pump and connecting their continuous glucose monitor (cgm) to it. The customer understood all instructions and acknowledged that the problematic pump would be returned within ten days to avoid being billed. A replacement pump was dispatched to the customer without the need for a signature upon delivery.